Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 1 photos were provided by the customer for investigation. The photos were reviewed and the indicated failure mode for embedded fm with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "the customer reported about an ink-like fm on the shield of a tube."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "the customer reported about an ink-like fm on the shield of a tube."